Manufacturer narrative:
The t:slim x2 g5 pump user guide states: "do not start to use your t:slim x2 system before you have been appropriately trained on its use by a certified t:slim x2 system trainer. Consult with your healthcare provider for your individual training needs for the entire x2 system. Failure to complete the necessary training on the system could result in serious injury or death." Additionally, "do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer self-started on the pump and incorrectly entered the correction factor into pump settings. Customer contacted tandem technical support requesting assistance to change the setting. Technical support advised the customer to consult with healthcare provider to verify pump settings. Customer reported that pump settings were obtained from a previous non-tandem pump. Tandem technical support advised customer to complete pump training; however, customer declined. Customer changed correction factor to the correct setting. Customer's blood glucose was 230 mg/dl.